Event description:
The wound drain was placed in the patient on 08/26 and when the doctor went to remove the drain from the patient the drain broke off in the patient. The drain was removed on 08/28.

Manufacturer narrative:
The product sample was never rec'd for eval and functional testing. Without the product sample co is unable to determine the root cause of the breakage.